Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. Functional check verified intermittent pressure transducer issue. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration error 5(inlet pressure out of range). Functional check verified intermittent pressure transducer issue. They would replace the manifold assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 5 (inlet pressure out of range). Functional check verified intermittent pressure transducer issue. They would replace the manifold assembly.